Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. One of the screws of the door cover was on its way out and was causing the door to get stuck. The issue was fixed and all the other cover screws were checked. The machine was then ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the door was not closing. It was getting stuck on its way down. There was no patient present.